Event description:
It was reported that during measurement prior to each treatment fraction, a variance in the treatment lumen lengths was noted. The hdr device detected a variance of approx +/-7mm. The treatment plan was adjusted accordingly and was completed successfully. There was no report of injury to the pt.

Manufacturer narrative:
The device history record was reviewed and there was no info to suggest that the reported issue was related to the manufacturing of this device. There were no functional defects detected during the final product testing, as recorded on file, and there were no mrrs reported. This is the only complaint for this lot number to date. The catheter has been returned for evaluation and the investigation is currently underway.